Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states the buttons are sometimes unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The customer was advised that the buttons would be harder to press on a replacement pump. The customer states the issue may be with her fingers. The customer was advised to monitor their device and blood glucose levels, and to call back if issues arise.